Event description:
The customer reported the system displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and advised the customer to replace the keyboard and mouse, but no conclusion can be drawn as repair information is not available.